Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri). Data trend indicates the device remained above eri during the implant period. Electrical, and mechanical analysis performed found normal functionality. Further evaluation under various pulse amplitudes indicated normal current level and no sign of premature depletion noted. Visual inspection of the header found no anomaly related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
New information received noted the device was explanted and replaced on (B)(6) 2022. Patient had no consequences before, during, and after the procedure.